Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported via a manufacturer representative that starting on (B)(6) 2020, the patient noticed that she had lost coverage in her left leg. The manufacturer representative met with the patient on (B)(6) 2021 and found high impedances on 7 of the 16 electrodes on the lower paddle that is located in the patient's lumbar spine. There were no external factors noted to be contributing to the issue. The physician is going to consult with his associate and decide what action to take. The issue was not resolved at the time of the report; however, it was noted that the health care professional has no further information to provide regarding the event. Surgical intervention was not performed at the time of the report; however, it is unknown if surgical intervention is planned to resolve the issue. The patient has two implantable neurostimulators implanted greater than 6 inches from each other. The serial number of the implantable neurostimulator with the therapy issue was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that last week the patient only faintly feels their stimulation going to their left foot. Patient had to increase their stimulation on the right side so much to help with the lack of therapy on the left side that they are feeling pain on their right side. Patient feels a revving and pulsing on the left side where the right is a tingling feeling. The patient was redirected to their healthcare provider to further address the issue.